Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios: omnipod software app version: 2.2.1, operating system: 26.5, hardware: iphone18.3, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that while the patient was swimming the pod alarmed with no alarm displayed on the controller. The pod had been worn longer than 48 hours on an unknown site location. Upon removal of the pod, a small crack was observed midway between the center of the device, with a brownish or orangish colored liquid detected. No impact on blood glucose was reported. The pod has been discarded.